Manufacturer narrative:
Visual examination of the device revealed that the stent was detached from the balloon and the stent was damage. The outer diameter of the stent where the damage occurred was measured at approximately 1.75 mm with the outer diameter of the stent where no damage occurred measuring approximately 1.17 mm. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed to having been caused by another device.

Event description:
Same case as mfg report#: 2134265-2008-04105. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, difficulty crossing the lesion was encountered. The ostial lesion was located in the severely calcified and tortuous proximal right coronary artery (rca). Following an initial attempt to insert the taxus liberte 28mm x 2.50mm paclitaxel-eluting coronary stent system across the lesion, significant resistance was encountered and crossing was unsuccessful. It was reported that the stent struts were damaged by a previously implanted stent. The device was removed from the patient without incident. The physician attempted to cross with another taxus liberte 28mm x 2.50mm stent but a strut tripped against the already implanted stent as the first stent. The stent and the delivery system were removed together. No patient injuries or complications were reported as a result of the event. The procedure was completed with a different device. The patient's status was reported as good.